Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.00mm nc quantum apex balloon catheter was selected to dilate the lesion; however, the device encountered crossing difficulties. During the first inflation, the balloon ruptured at 10 atmospheres after being inflated for 10 seconds. The device was removed intact. There was no kink prior to use and no resistance during the procedure. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection was performed. There was blood and contrast in the inflation lumen and hub. The balloon and shaft were inspected under magnification. There was a balloon pinhole located from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The shaft was torn at the exit notch, consistent with damage due to guidewire interaction and the distal tip was damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion; however the device encountered crossing difficulties. During the first inflation, the balloon ruptured at 10 atmospheres after being inflated for 10 seconds. No segment of the device detached inside the patient.&#1288;ere was no kink prior to use and no resistance during the procedure. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).